Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported about 1-1.5 weeks ago she had a bladder infection follow by loss of therapy. Patient felt like it does not seem to be working at all anymore. She stated she felt stimulation in her buttock area. Patient denies any recent fall or trauma. She wonders if the bladder infection may have caused the loss of therapy. The patient device was synced with programmer and was noted on at 1.1v on program a. The patient indicated that they felt stimulation in the correct location. Patient services walked patient through to switch to program 2 at 1.5 v where she reported feeling comfortable stimulation in her buttock area. The patient was directed to contact healthcare provider regarding the bladder infection. There were no further symptoms or complications reported or anticipate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had a bladder infection that had been treated with oral antibiotics, they mentioned amoxicillin as one of the medications. They reported they were getting up 1-2 times a night and urinating constantly. The patient reported they were not satisfied with the therapy. Initially the therapy had worked, but since the bladder infection the patient was getting up 1-2 times a night and urinating constantly. Patient stated they had tried all 7 programs, giving each program 1-2 days. The patient was redirected to their healthcare provider to discuss programming.